Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was displaying the error "modality not recognized" when parsing exams from a non-medtronic image-guided therapy system. Patient presence was unknown. It was noted that the exam was being pushed to picture archiving and communication systems (pacs) and then pulling it to the medtronic navigation system. It was confirmed that the scanner was being read as the "international workspot" which was the correct format for the non-medtronic image-guided therapy system.

Manufacturer narrative:
H6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex a codes were applied to capture this event. A1102 captures the error message and a13 captures the error while parsing exams. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. It was reported that they were able to do a decent spin but could not use the suggested protocol. When they tried to use that, it wanted to spin from the head and had a collision zone with the table. It was noted that they used the vertebroplasty protocol. The manufacturer representative stated that the field of view (fov) would be an issue with different size patients, but they were going to see if there was a way to get a bigger fov from the azurion. Additionally, they had to lay the reference frame down on the model (used the robot spine model) to get a decent image of reference frame to be able to navigate. The manufacturer representative stated that they felt that they had proven this would work but with this newer non-medtronic system that they had more constraints. It was noted that they were going back to the other manufacturer to see if they had any further suggestions. It was noted that they were still moving forward and trying to get the system to work properly. The manufacturer representative stated that they felt this was a competitors answer and not a medtronic answer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: see b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information that after setting the navigation system up as a digital imaging and communications in medicine (dicom) node on the scanner, the images would transfer over with no issues and could be read for the procedure. It was reported that no matter the settings selected, it was not possible to get more than three of the holes within the frame to be identified by the software. It was reported that the actual anatomy of the model looked fine. A manufacturer representative tried to turn on the metal artifact reduction feature on the scanner. The representative used saline bags with the demo model to try to replicate skin. There was no patient present at the time of this event.

Manufacturer narrative:
H3) software analysis was performed. It was determined there was no fault found with the software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.